Event description:
During a routine phacoemulsification the patient reportedly experienced a corneal burn at the incision site of the operative eye. An unexpected suture was required to close the wound.